Manufacturer narrative:
The disposable split trocar was not returned for evaluation; however, an image was provided of the damaged catheter. Failure analysis/root cause - evaluation of the image confirms the separated catheter but does not confirm use of the trocar is related. Other potential causes of catheter fracture have been related to trauma, wear and tear, and/or mechanical stress.

Event description:
A facility reported a bactiseal peritoneal catheter (ID 823074) was placed on (B)(6) 2023 via ventriculoperitoneal (vp) shunt used with a disposable split trocar (ID 824095). On (B)(6) 2023, the patient resented with shunt malfunction symptoms and fractured catheter was found on shunt series and on (B)(6) 2023, laparoscopy was performed to retrieve distal shunt catheter fragments. The hospital stay was longer than expected for a typical shunt revision (24 hours). The patient was admitted on (B)(6) 2023 and was discharged on (B)(6) 2023.